Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2317700; model: sc-2317-70; serial: (B)(6); batch: 20024719 / 20024719.

Event description:
It was reported that the patient developed infection. The patient underwent a spinal cord stimulation (scs) explant procedure. The explanted device components will not be returned as they were discarded by the facility.